Event description:
Spontaneous. Patient reports that her current pump all of a sudden started alarming with no code so she moved her cassette to her back up pump and same thing happened. Alarm with no code. Advised patient to use new cassette to see if same issue occurs. Patient used new cassette with no issues. No interruption in therapy. Confirmed dose 83 nkm, 32 ml/24hr pump rate. Using 3 ml remodulin 10 mg/ml every 48 hours. Serial number: (B)(6) maintenance due date: 8/2023. Serial number: (B)(6) maintenance due date: 10/2023. Resolved. No additional info, details, or dates available. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk. Did we replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to cvs/caremark by pt/caregiver. Reference report: mw5116911.